Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was lag and freeze. Customer stated that pump had rejected new battery and slower during rewind. Customer stated that pump had unexplained no delivery alarm. No harm requiring medical intervention was reported. The device will not be returned for analysis.